Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) the patient went into what appeared to be an supra ventricular tachycardia (svt) but the device detected as ventricular tachycardia (vt), and delivered approximately three inappropriate shock therapy. Diagnostic testing and troubleshooting was performed. The ICD settings were re-programmed, and the device remains in use. No further patient complications have been reported as a result of this event.